Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found during an endoscopy procedure and the procedure was unable to be completed. The customer noted that the processor was turned off during the study, leaving them without an image. They reset it again, started the study again, and again it turned off and left it without an image. There was no delay of critical treatment. They reported that they had this problem in the past with this same processor and that it had been sent for service. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation however the evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power went down several times during the procedure due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.